Event description:
It was reported that the patient presented for follow up in clinic due to an unrelated cardiovascular issues. During follow up, the patient had an episode of ventricular tachycardia and the device was interrogated. The pulse generator exhibited backup vvi operation. On (B)(6) 2017 the device was explanted and replaced successfully. The patient was in stable condition during and post operation.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error. The device was tested on the bench and no anomalies were found.